Event description:
Pt implanted in the right and left upper vermilion borders. Onset of infection 4/1/1999. Pt treated with cephalexin 4/25/1999. The implant was explanted and the pt treated with levaquin in 1999.